Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling and stress testing without duplicating the customer's report. The device functioned as intended. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device the device's screen went black and then failed to continued charging. Complainant indicated that there was no patient involvement in the reported malfunction.